Event description:
It was reported that pocket redness was observed during an in clinic followup. The physician suspected an infection to be the cause, however, there was no evidence of an infection based on a swab test. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.